Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The iabp was able to operate to all functions. The fse advised the customer that in an event of this alarm, the fse then performed functional and safety checks to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) generated "leak in iab circuit" alarm. No adverse event was reported.